Event description:
The customer reported the ventilator alarmed and went vent inop. The ventilator was not in use on a patient, therefore there was no patient involvement or harm. The manufacturer's service technician was able to duplicate the customer reported problem upon start up of the ventilator. The service technician confirmed a diagnostic code in the ventilator log history that indicated a +24 volt failure occurrence during operation. The service technician replaced the power supply to correct the findings. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.